Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hls module got disconnected, due to user failed to attach the hls module properly and no "klick" sound was confirmed. It was confirmed by getinge service and sales unit, that this incident has nothing to do with device having failure, this was caused by user. Further, the system is checked and functions as it should. The failure occurred with patient involvement and a slight delay in treatment was reported. As confirmed by getinge service and sales unit (ssu), the cardiohelp was checked and functioned as intended. The most probable root cause is that the user failed to attach the hls module correctly. However, according to the risk file v24 of the cardiohelp the following root causes can also lead to the reported failure: no or insufficient coupling between cardiohelp and disposable: - magnetic coupling (drive, drive adapter, disposable) disturbed according to the instruction for use (cardiohelp system, chapter 5.2 "preparing perfusion (hls retainer)" it has to be checked that the disposable is securely fixated and that the guide pins are in place. Further according to chapter 4.2.2 "secure the disposable with the transport guard for cardiohelp disposables" the disposableshould be fixated with the transport guard during inter-hospital transport. The device was manufactured on 2010-09-01. The review of the non-conformities has been performed on 2023-02-28 for the period of 2010-09-01 to 2023-01-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "hls module got disconnected" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the hls module got disconnected, due to user failed to attach the hls module properly and no "click" sound was confirmed. Initially no harm to any person has been reported. New information received on 2023-02-07 that there was a slight delay in treatment, but no harm/injury to the patient. Complaint ID: (B)(4).